Manufacturer narrative:
Evaluation of the returned product by baxter revealed that the corrugated tubing had a small hole near the connector near the filter adapter. In addition to this hole, the tube corrugations nearest both anesthesia machine connections were severely distorted and stretched. It was in this area that the hole was found. This condition may have been caused by excessive manipulation of the tubing near the connectors. It is unlikely that this condition would have been present in a new circuit since each unit produced is subject to 100% visual inspection and testing at various stages of the mfg process.

Event description:
Reportedly the anesthesia circuit had been attached to the anesthesia machine and to a pediatric pt when it was noted to be leaking at the beginning of the case after the pt had been intubated. The circuit leak did not cause a pt problem. The leaking circuit was replaced by another for the duration of the surgical case.